Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead became dislodged during device replacement. The physician noticed that the rv lead was not sutured in place with a suture sleeve anchor. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.